Event description:
It was reported that the maryland bipolar forceps malfunctioned, and the tip movement was bad. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grip tips opened and closed properly. The instrument was fully functional.